Manufacturer narrative:
The device has not yet been returned to for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Upon priming, a slice was noted on the potassium lines entering the bridge. The customer replaced our 4 to 1 cardioplegia set with a medtronic 4 to 1 cardioplegia set.